Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. The lead was severed 11 cm from the is-1 pin; the segment includes all 3 terminal legs. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations in the segment that was returned.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a shorted lead condition. It was noted that the lead had delivered inappropriate atrial tachy response episodes, inappropriate shocks, oversensing, and there were low out of range shock impedances observed. The rv lead was surgically abandoned. However, a portion of the lead was removed from the pocket and returned for analysis. No additional adverse patient effects were reported.